Manufacturer narrative:
.

Event description:
It was reported that a revision was performed due to a broken implant.

Manufacturer narrative:
The affected device was returned and evaluated. The stem fractured approximately 125 mm from the center of the femoral head. Fatigue striations were observed on the fracture surface indicating a fatigue fracture mode. The likely cause of the fracture was a lack of sufficient proximal support which has been observed in revision cases. The lack of sufficient proximal support would subject the stem to fatigue loads at a more distal location on the stem. The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. In cases with compromised proximal femoral support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem. A review of manufacturing records did not reveal any waivers, concessions, material or manufacturing abnormalities that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.